Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Manufacturer received an implant card indicating pt underwent generator replacement surgery due to end of service. Battery life calculation of the available programming history indicated 3.07 (45.2%) years remaining until end of service. Although, high lead impedance was marked on the implant card, system diagnostics results confirm proper device functioning as the programmed output was still being delivered as indicated by the diagnostic results reported.